Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer.

Manufacturer narrative:
B5: updated to reflect new information obtained from customer follow-up h6: annex a and g codes updated to reflect new information obtained from customer follow-up

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.